Event description:
It was reported that a target ulcer increased in size >75% from baseline.

Manufacturer narrative:
Device was not evaluated due to sample was not returned for investigation. Please see investigation summary (B)(4).